Event description:
Reportable based upon analysis completed on (B)(4) 2012. It was reported that during a percutaneous transluminal angioplasty treatment procedure a catheter would not cross the target lesion. The 90% stenosed target lesion was located in the calcified and severely tortuous ostium of the right common iliac artery (cia). The target lesion was predilated with a 5-40 mm mustang balloon catheter. A 10.0 x 60 x 75 cm express ld vascular stent delivery system (sds) was advanced but would not cross further than the proximal of the target lesion. Several attempts to cross the target lesion were unsuccessful. The express ld vascular sds was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is listed as good. This product is only ous approved, but it is similar to an approved us device. Returned device analysis revealed the stent moved on the balloon and damage.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: a visual examination of the returned device found that the crimped stent was pulled distally on the balloon. As a result the distal end of the stent was positioned out over the distal markerband. The proximal edge of the stent was raised the stent struts were bunched. No other damage was noted with the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).